Manufacturer narrative:
This lead has not been returned. Should additional information become available, or if the lead is returned and analyzed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an abrupt change in impedance, sensing and threshold measurements. An x-ray was performed which indicated the lead had dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.